Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a cv-190 was giving a flickering image on 2 of the scopes. The customer further stated the connector felt loose compared to the other cv-190. Tac instructed the customer to have unit sent in for service to be evaluated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, flickering image on the evis exera iii video system center with two of their 180 series scopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the flickering image could not be identified. Olympus will continue to monitor field performance for this device.